Event description:
It was reported a spectrum pump's door would not latch closed. During baxter's eval the pump alarmed door not fully latched. The customer reported there was no pt involvement related to this condition.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarm was confirmed and reproduced through further testing while loading a set. This condition was determined to have been caused by a damaged upper link switch. The upper auxiliary assembly was replaced to correct this condition.